Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature publication was reviewed: abramyan a, samaan m, gupta g, sozio sj, sundararajan s, roychowdhury s. Evaluating endovascular strategies for carotid blowout syndrome: a retrospective analysis at a single institution. J clin interv radiol isvir. 2025;9(2):72-77. This study evaluated the clinical effectiveness and safety of endovascular strategies for the management of carotid blowout syndrome, with specific use of the gore viabahn vbx balloon expandable endoprosthesis as a covered stent graft in selected reconstructive cases, alongside other non-gore devices including micro vascular plug systems, detachable coils, polyvinyl alcohol embolization particles, and commercially available flow diverter devices. The research focused on determining procedural success, complications, and mortality associated with different endovascular treatment approaches in this high-risk clinical setting. The study population consisted of 19 patients with carotid blowout syndrome, predominantly associated with advanced head and neck malignancies and prior oncologic treatments, including radiation therapy and surgery. Disease categories included cancers of the tonsil, hypopharynx, larynx, thyroid, tongue base, mandibular osteosarcoma, traumatic vascular injuries, and idiopathic cases. Endovascular management encompassed deconstructive techniques such as coil occlusion and vessel sacrifice using micro vascular plug systems, as well as reconstructive approaches using covered stents and, in one case, a combined strategy incorporating a flow diverter. Technical success was achieved in all cases. Procedure-related complications included intraoperative rerupture, stroke, rebleeding, infection, and carotid sinus syndrome. Postprocedural stroke occurred in a minority of patients and was associated with thrombotic events at the repair site. Overall, endovascular treatment provided effective hemorrhage control, though outcomes remained influenced by the severity of comorbid disease and cancer progression. One patient with a gore viabahn vbx endoprosthesis experienced a thromboembolic stroke within 3.5 days and subsequently recovered. Application other - used to capture neck malignancies.